Event description:
The dexcom g6 sensor, for the past few months, had caused me a severe rash at the adhesive contact site. This has been for 60+ days worth of sensors (7 sensors). Prior to this time, I have never had a reaction to dexcom adhesive. Dozens if not hundreds or more of other patients are also reporting this recent reaction in (B)(6) groups. FDA safety report ID# (B)(4).